Event description:
The patient stated that she was hospitalized six weeks ago due to low blood glucose levels. She also stated that she has parkinsons disease, and fell prior to the event. The reported blood glucose at the time of the event was 44 mg/dl. The patient had been experiencing low blood glucose levels for a week or two. Troubleshooting was performed, and the insulin pump was not exposed to high magnetic fields. The patient stated that her doctor reviewed the insulin pump programming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.